Manufacturer narrative:
Investigation: 100 representative samples in a shelf carton were received for evaluation. All 100 samples were subjected to visual inspection. There were no deformation/damage observed on the eclipse hub and safety shield. No breakage observed on the safety lock pin. 10 samples were sent for CT scan for roundness and rod od measurements. The roundness and rod od results met the specifications requirement. 20 samples were manually activated in accordance with the instruction for use (IFU) with no abnormalities observed. 10 samples were activated per test method procedure, it377. The activation force results met the specification requirements. No assignable root cause could be established as the investigation revealed no abnormalities associated with the returned representative samples and all tested samples have passed the inspection. DHR review was done and no quality notifications for similar defects were found for any of the batches.

Event description:
It was reported that two needle eclipse 22x1-1/2 rb experienced safety failure.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two needle eclipse 22x1-1/2 rb experienced safety failure.